Manufacturer narrative:
Device received with constant interrupt source error during displacement test. Problem isolated to electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor power supply voltage error detected. The customer¿s blood glucose level was unknown. The customer reported that were able to clear the alarm. The customer reported that they unable to rewind the insulin pump. The customer reported that the insulin pump did not pass the displacement test. The insulin pump will not be returned for analysis.